Event description:
Oral-b toothbrush snapped in mouth [device breakage]. Case narrative: consumer via e-mail stated that their oral-b toothbrush snapped in their mouth as they were brushing their teeth. No injury was reported.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Oral-b toothbrush snapped in mouth [device breakage]. Case narrative: consumer via e-mail stated that their oral-b toothbrush snapped in their mouth as they were brushing their teeth. No injury was reported. On 21-nov-2023, case update from information initially received on 18-oct-2023: the suspect product lot number was 705. No injury was reported.

Manufacturer narrative:
On 18-dec-2023: product investigation results: complained product received: user handling was identified as root cause for the complaint.